Event description:
It was reported that this right ventricular lead showed high shock impedance out-of-range of over 200 ohms. This lead remains in service and no adverse patient effects were reported.